Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: smoke was coming out of the yellow heated terminals (heater and pt terminals). No pt injury reported.